Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on valve and an opening on anterior. Leak test and microscopic analysis were performed which identified a cracked opening and puncture opening. Based on the device analysis the final assessment was a cracked opened assessed as cracked valve seat diaphragm valve, and a striated punctured opening assessed as surgical damage-like consist in the use of some surgical tools.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.